Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer, her infusion device delivered an inaccurate amount of insulin, which led to elevated blood glucose levels with unconsciousness, vomiting and hospitalization. The customer stated that she had an irregular blood glucose level throughout the day and wanted to correct it with insulin injections. However, she could not stabilize her blood glucose level. She then changed the cartridge, transfer set and cannula several times, but without success. Her blood glucose level kept rising. The customer became very weak and a friend called the emergency doctor. The emergency doctor measured the customer's blood glucose level (value unknown). In the hospital her blood glucose value was 750 mg/dl. She became unconscious several times and had to vomit repeatedly, was sweating and had blurred vision. The user was stabilized with an insulin perfusor for three days at the intensive care unit and was hospitalized for 16 days. The customer used an insulin pen after being discharged from the hospital and her blood glucose level remained stable. However, the customer's eyesight has deteriorated since the incident.